Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
During removal of the metal bearing from the cup, the extractor was broken extending the surgical procedure by approximately 20 minutes.